Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one actual sample for evaluation. The sample was visually inspected and a separation was observed between the tubing and the two piece luer lock. The tubing dimension was measured and the tubing was out of the range tolerance specification. The outer diameter of the tubing was below specification. The tubing insertion inspection was also evaluated since solvent was present in the tubing, and the results were satisfactory as the measurement was in the specification range. The reported condition was confirmed. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. - (B)(4).

Event description:
The customer reported to corporate product surveillance that the clearlink catheter extension set came apart into two pieces where the IV tubing connects to the luer lock system on (B)(6) 2011. There was no medication as the condition occurred before use. The pump being used was a bbraun outlook 100. The operator of the device was a healthcare professional. There was no patient injury or medical intervention necessary. No additional information is available.